Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is bent in the gusset area as it is laid on a post in the lens case. The optic is pressed against two posts in the lens case. A small crack is observed near the center of the optic on the anterior side of the lens. This crack may be interpreted as the reported scratch on the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met companies release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. There was no other complaint with lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon noticed scratch on optic and the lens was removed. Additional information was requested.